Manufacturer narrative:
Date of report: 27nov2018. Date received by manufacturer: 22nov2018. The device was evaluated by a philips field service engineer and the reported issue was confirmed. The replaced parts will be returned for further failure investigation.

Event description:
The customer reported that the device was interrupted during patient use. The ventilator turned off during an incident and would not power back on. The power button led was orange. The customer had to reinsert the battery in order to restart it. The ventilation mode was reported to be non-invasive, spontaneous timed. The customer reported that the patient died between 4 and 5 am on (B)(6) 2018.

Manufacturer narrative:
Date of report: 2nov2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The device was"interrupted" during use; patient expired.

Manufacturer narrative:
The philips failure investigation engineer performed a visual inspection of the motor controller (mc) printed circuit board assembly (pcba) which revealed no evidence of damage or contamination. The mc pcba was tested and no failures were identified. Information on the return of the power management pcba for failure investigation is pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.